Event description:
The hill-rom field technician found that the ground pin was broken off the ac power cord on this bed. He replaced the ac plug to resolve the issue. There were no reported adverse events associated with this product malfunction.